Event description:
Additional information received reported the patient's exact symptoms were unknown. The device issue was not due to inadequate placement at implant nor pump movement in the pocket. The positioning of the pump was not corrected. This information was noted to be conflicting to the initial report. The patient was receiving effective therapy.

Event description:
It was reported a "possible catheter repair" was scheduled for (B)(6) 2015. Instead, the healthcare professional (hcp) was asked to attend a catheter dye study on (B)(6) 2015. Just prior to the dye study on (B)(6) 2015, another healthcare professional (hcp) withdrew 38cc of clear fluid from the pump pocket area. Utilizing fluoroscopy, the team was able to determine the pump had flipped in the pump pocket and the catheter had disconnected from the pump. Based on this, the team decide the patient was getting their daily dose in the pocket versus intrathecal. The team decided not to attempt a dye study because the catheter was detached. The patient was admitted to the hospital and they would try to wean the patient from the pump because "they did not appear to think" the patient's spasticity was that bad. They planned to reassess the next steps/possible pump explant at a later date. Additionally, a nurse recalled the patient's mother saying the patient had not been the same with regards to spasticity management since the pump was replaced in (B)(6) 2014. It was also noted they had aspirated a similar amount of clear fluid form the pump pocket at a previous refill (date unknown). The fluid was tested and was positive for both cerebrospinal fluid (csf) and baclofen. The expected residual volumes of the pump were accurate at the refills. The patient was on 2000 mcg/ml concentration with a daily dose of 1089.7 mcg/day on (B)(6) 2015. The actions taken as a result of the event were listed as; invasive intervention, hospital admission, diagnostic testing and prolonged hospitalization (>48 hours). The specific medication used in the pump was not reported, but baclofen was mentioned within the source. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8711, lot # unknown, product type catheter. (B)(4).